Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent on/off key response, which was experienced during evaluation caused by a failed keypad. The front case including the failed keypad was replaced. Baxter ahs initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had an intermittent on/off key. There was no patient involvement.